Manufacturer narrative:
B5: event description - updated h6: imf (annex f) health impact - updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's hospitalization was not extended.

Event description:
It was reported that during a cardiac ablation procedure using the affera system, multiple software issues occurred, including "pump hardware fault" and radiofrequency generator (rfg) to pulsed field generator (pfg) communication errors. The procedure was initially successful in performing the inferior line and roof line with pulsed field ablation, as well as the mitral line with radiofrequency ablation; however, after these steps, the system failed to provide any further ablation applications due to the errors. Despite attempts to resolve the issue by restarting the system and replacing the sphere-9 electrical cable, the problem persisted. Consequently, the procedure was aborted while the patient was under general anesthesia. The event led to an extension of the patient's hospitalization, and it was planned for the patient to return for another procedure with a different system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afr-00005 (B)(6); product type: 3295-pump; product ID afr-00004 (B)(6); product type: 3294-generator; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.